Event description:
It was reported that post implant the lead had apparently dislodged as the lead was unable to capture consistently at five volts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).